Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. [Addition for 5.0, 5.5 only] in instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.

Event description:
The user facility reported a 64-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported oozing around the repositioning sheath. Preclose suture technique completed, and oozing was resolved. This event is not reportable as there was no lasting harm or injury that necessitated intervention.

Event description:
The complainant reported that after right femoral access was obtained, contrast injection through sheath to visualize femoral artery revealed retrograde dissection. Appeared to be non-flow limiting. A decision was made to obtain contralateral left common femoral arterial access. An aortogram was performed through the left common femoral and showed patent bilateral proximal lower extremity flow. This confirmed the right lower extremity dissection was nonflow limiting. No further intervention on right common femoral dissection. Post pci, the patient was transferred to the inpatient unit in stable condition and later was discharged from the hospital.

Manufacturer narrative:
The investigation for the reported vascular damage has been completed. Pump was not returned for investigation. As per the clinical report, the right femoral artery was diagnosed with a dissection before pump insertion. No surgical intervention was needed for this vascular complication. Later, pump was placed though left femoral artery. The cause of the vascular damage was not determined and was determined to be unrelated to impella because the dissection occurred to the rfa while the impella was inserted in the lfa. B5 narrative reported in initial report is updated to : the complainant reported that after right femoral access was obtained, contrast injection through sheath to visualize femoral artery revealed retrograde dissection. Appeared to be non-flow limiting. A decision was made to obtain contralateral left common femoral arterial access. An aortogram was performed through the left common femoral and showed patent bilateral proximal lower extremity flow. This confirmed the right lower extremity dissection was nonflow limiting. No further intervention on right common femoral dissection. Post pci, the patient was transferred to the inpatient unit in stable condition and later was discharged from the hospital. D4-corrected model number f6/f8 should have been blank in the initial report.